Event description:
Boston scientific received information that an alert was detected for this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system as it exhibited low out of range shocking impedance measurement. Additional information indicated that the cause of the low out of range impedance measurement was not determined. The device was downgraded to a cardiac resynchronization therapy pacemaker (crt-p). The rv lead's pace/sense portion remains in service and the defibrillator coils were surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
It is unknown if the product will be returned and attempts to find out if it was to be returned have been unsuccessful.